Event description:
It was reported that the coil broke at the main junction in the hub of the microcatheter as the physician was removing the device, having determined the coil was not properly sized. There was no reported clinical consequence to the patient.

Event description:
It was reported that the coil broke at the main junction in the hub of the microcatheter as the physician was removing the device, having determined the coil was not properly sized. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device noted that the delivery wire was bent at 59 cm from the proximal end and the main coil was not attached. Microscopic inspection of the proximal end of the delivery wire found that the coil had broken off the delivery wire. From the information provided there is no indication the device was used against instructions for use. Based on the investigation and the information provided, the most probable root cause is operational context.

Manufacturer narrative:
Additional information from the physician indicated that the directions for use for preparation of the device were correctly followed.